Event description:
It was reported that the 112 in 15 drop IV administration set experienced leakage. The following information was provided by the initial reporter: material #: 2430-0500, batch/lot #: unknown. Leaking from the top of the y ports.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking from the top of the y ports could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mx9128 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 112 in 15 drop IV administration set experienced leakage. The following information was provided by the initial reporter: material #: 2430-0500, batch/lot #: unknown. Leaking from the top of the y ports.